Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patients wife state they have been to the urology office multiple times as his artificial urinary sphincter (aus) is not working properly and he is leaking. This is the patients second device, the first one was implanted for 21 years. No additional information was provided.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patients wife state they have been to the urology office multiple times as his artificial urinary sphincter (aus) is not working properly and he is leaking. The patient checked with his surgeon, who reviewed the usage process with him, and locked and released the device, but patient is still experiencing incontinence. The patient does not want to have a new procedure. This is the patients second device, the first one was implanted for 21 years.